Event description:
It was reported by the customer that a pyxis medstation es system cubie failure. The customer reported that the cubie failed to open during an attempt to recover storage space, resulting in a delay in medication dispensing for the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to main drawer 4.1 row c cubies not responding. A field service engineer replaced row board to resolve. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.